Event description:
It was reported that the patient experienced an inappropriate shock. The right ventricular (rv) lead exhibited high impedance, oversensing, noise, and increased short interval counts (sic). The lead contains a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).